Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter and a stopcock. The device was loosely folded with blood in the inflation lumen and wire lumen. The tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 2cm in length. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in iliac artery. Following post deployment of a non-bsc stent, a 8.0mm x 20mm x 135cm sterling balloon catheter was advanced for post dilatation. However, during inflation below the nominal rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in iliac artery. Following post deployment of a non-bsc stent, a 8.0mm x 20mm x 135cm sterling balloon catheter was advanced for post dilatation. However, during inflation below the nominal rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.